Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-04782. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse, and urethral hypermobility and mesh was implanted. It was reported that following insertion of the mesh the patient experienced dysfunctional voiding, worsening stress and urge incontinence, dyspareunia that has continued to get more severe, incomplete bladder emptying, urinary retention, frequent nocturia, yeast infections with elevated white blood cells, atrophic vaginitis, mesh erosion, poor urine stream, have to strain and change positions to urinate, pain in pelvis and thighs that radiates down my legs. It was reported that patient underwent mesh removal on (B)(6) 2013 due to erosion. (B)(4).